Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: a review of the black box showed power on reset events. The pump was returned with moisture visible through the display lens. The pump powered on to a blank display. A leak test was performed and failed due to a crack at the bottom right corner between the keypad and the pump seal. The pump was opened to find moisture throughout the pump casing on the display flex connector. The vibratory alarm was inoperable due to the moisture ingress. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. A leak was not found at this location.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.